Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6) hospital. Initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation. Complaint ID # (B)(4).

Event description:
It was reported that there were no issues with the operation of the intra-aortic balloon pump (iabp) or with the inflation/deflation of the balloon. However, the augmented pressure was observed to be elevated at 190 mmhg, despite no alarms being triggered. The device was operating at a 1:3 assist ratio, which was deemed sufficient. The patient¿s systolic blood pressure (sbp) remained in the 90 mmhg range, and diastolic blood pressure (dbp) was around 60 mmhg. As the patient¿s condition improved, iabp support was discontinued. No health hazards were reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender and pressure tubing were also returned. A kink was found on the catheter tubing and inner lumen approximately 41.1cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
N/a.